Event description:
The dr claims that the graft was implanted for an aorto-bifemoral bypass and leaked and unk quantity of blood through its bifurcation. The leakage was stopped by oversewing the lead with a suture and the graft was left in. The pt's condition is ok.